Manufacturer narrative:
Concomitant medical product: (B)(4) ipg, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead warning that indicated low impedance. The rv lead was explanted and replaced. The right atrial (ra) lead's impedance had dropped. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.